Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery oscillator device turn knob was loose and a saw blade could not be attached to the device. Furthermore, it was found that triggers were not moving smoothly. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger and check function of device. It was noted that due to the loose knob other test steps could not be performed. It was noted in the service order that during routine check at warehouse the device was found not functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device was non functional was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had moving parts that did not move smoothly-trigger. The assignable root cause of the loose turn knob was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. Service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.